Event description:
It was reported that the patients ams700 inflatable penile prosthesis was removed on (B)(6) 2018 due to fluid loss and because the patient complained of malfunctioning implant. Only pumped a few times then pump stayed dimpled. Removed old components. It was determined the connection failed. Possible not sealed correctly upon original implantation. No patient complications were reported in relation with this event.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. Changed to reflect device has been returned and analyzed. Analysis result and conclusion codes changed. Suspect medical device, device manufacture date: reservoir: gtin # (B)(4), upn# 720185-01, batch/lot # 1000015297, mfg date 12/06/2017. Exp date 12/06/2019.

Event description:
It was reported that the patients ams700 inflatable penile prosthesis was removed on (B)(6) 2018 due to fluid loss and because the patient complained of malfunctioning implant. Only pumped a few times then pump stayed dimpled. Removed old components. It was determined the connection failed. Possible not sealed correctly upon original implantation.

Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: gtin # (B)(4); upn# 720185-01; batch/lot # 1000015297; mfg date: 12/06/2017; exp date: 12/06/2019.

Event description:
It was reported that the patients ams700 inflatable penile prosthesis was removed on (B)(6) 2018 due to fluid loss and because the patient complained of malfunctioning implant. Only pumped a few times then pump stayed dimpled. Removed old components. It was determined the connection failed. Possible not sealed correctly upon original implantation.